Event description:
Information received from the article: piano et al. Midterm and long-term follow-up of cerebral aneurysms treated with flow diverter devices: a single-center experience. J neurosurg 118:408-416, february 2013. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review. Seventy pipelines were used in the treatment of 57 aneurysms (entire mean age 53, 79 females). A patient with a giant symptomatic aneurysm located on the lateral wall of the ba (basilar artery) suffered a fatal sah (subarachnoid hemorrhage) after three weeks. The information was received from the same article as MDR# 2029214-2015-00312.

Manufacturer narrative:
The report was created to capture the event of death. The information was received from the article: information received from the article: piano et al. Midterm and long-term follow-up of cerebral aneurysms treated with flow diverter devices: a single-center experience. J neurosurg 118:408-416, february 2013. Http://thejns.org/doi/abs/10.3171/2012.10.jns112222. The pipeline IFU (instructions for use) states that the pipeline is indicated for the endovascular treatment of adults with large or wide neck aneurysms in the internal carotid artery from the petrous to the superior hypophyseal segments. The article describes use of a pipeline in the basilar artery which is against indications. The device will not be returned for evaluation as it was implanted in the patient. The lot history record review was not possible as the lot number was not reported. (B)(4).